Event description:
The generator and lead were returned for product analysis. The lead was returned for the allegation of high impedance and explanted due to lead break/high impedance. A section of the lead assembly was returned for analysis in one piece. The lead¿s electrodes were not returned for evaluation. Two sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. An opaque appearance was noted on the connector pin in the vicinity of the end tip. Also, the connector ring has scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. The connector ring has what appears to be flash extending from the small o-ring boot to the connector ring exposed area 0.029 inches (max: (B)(4)). This was measured using calipers and a reticle. However, no adverse effect was identified on the device performance as a result of this condition. The lead connector has partial detachment at the ring/backfill interface. The reason for this condition is unknown. No adverse effect was identified on the device performance as a result of this condition. Abrasions were noted on the connector boot. Abrasions were noted on the outer silicone tubing at multiple locations. The outer silicone tubing has what appear to be internal abrasions at multiple locations. White deposits were identified on the outer silicone tubing at approximately 5.6cm and 32.6-32.9cm from the end of the connector boot. The cut ends of the lead coils are located approximately 31.5cm from the end of the connector boot. Abrasions most likely caused by the presence of a tie-down were identified at approximately 32.6cm from boot. The outer silicone tubing appears to have been cut at approximately 33.3cm from boot. The lead coils have a wavy appearance along the lead body. The outer silicone tubing appears to have been compressed at approximately 5.6, 26.6, and 27.1cm from boot. The lead coils are kinked at approximately 25.6cm from boot. The lead assembly has remnants of what appear to be dry body fluids inside the inner silicone tubing of the positive coil. No obvious point of entrance was identified other than the cut end of the returned lead portion. No discontinuities were identified within the returned lead portion. No obvious pitting was noted. No adverse effect was identified on the device performance as a result of this condition. The returned portion of the lead (connector included) measured approximately 37.7cm in length. An analysis was performed and the allegations were not verified within the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observation, no anomalies were identified in the returned lead portion. The generator was returned for the allegation of device disabled due to a product issue and due to prophylactic replacement. Visual examination noted tool marks/dents on the pulse generator case most likely associated with manipulation of the device during the explant procedure. No other surface abnormalities were noted on this device. The septum was not cored. The generator performed according to functional specification. During the product analysis there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2013, it was reported that the patient was seen on (B)(6) 2013 and that high lead impedance was noted. Clinic notes dated (B)(6) 2013 state the patient's vns was turned off and it was recommended to obtain x-ray images. The notes also indicate that the patient's seizures have increased lately. A report for cervical x-rays performed on (B)(6) 2013 indicates the following: a left-sided neurostimulator is noted with the wires projected over the soft tissues of the left aspect of the cervical spine at the line of the c5 vertebral body. The visualized wires appear to be intact without evidence of fracture. Further impression include that there is no acute displaced fracture in the visualized portion of the cervical spine and that a short segment of the wires posterior to the stimulator are not well visualized. A report for chest ap/pa and lateral x-rays performed on (B)(6) 2013 notes that a neurostimulator is over the left chest and that the visualized wires appear to be intact. It is noted; however, that the proximal extent of the stimulator wires are not included on the radiograph. The wires posterior to the stimulator are not well visualized. The nurse practitioner followed-up to state that the x-rays report was normal. These x-ray images were not sent to the manufacturer for review. Replacement surgery was completed successfully on (B)(6) 2013. The device was programmed on to the prescribing physician's specifications. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.